Event description:
Pt had a programable codman medos valve/shunt and had an MRI on a 3.0t MRI scanner. Valve was approved up to a field strength of 2.0t per the MFR. Post MRI, the setting was 120 and, after several attempts, could not be readjusted to the pre-MRI setting of 100.